Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.

Manufacturer narrative:
Evaluation summary: the reported event that the handle cracked and the fixing screw detached could be confirmed. Based on the investigation the handle consists of a grip part made of ppsu material. The macroscopic investigation of the returned instrument revealed that at the front part of the black grip the plastic is cracked. This type of failure pattern is known from previous complaints. Within a review of the design process it was decided to implement a design change which became effective on 2006-jul-24. According to the design change the oblong recess, in which the stainless steel guide for the lock- and release slider is integrated, was changed. The returned device was identified as a former design before the design change became effective. Since the design change has been implemented no further complaints were recorded regarding a cracked or broken grip part. Regarding the second determined failure mode within the investigation the typically indentation on the countersink of the hole of the grip part indicates that the fixing screw was initially attached and firmly tightened. A loosening of itself is very implausibly. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. A functional inspection of the returned device revealed a restricted engaging and disengaging function of the blade receiver because the inner component was sliding in the grip part. The slider for activating the sliding function was smooth running. However, due to the sliding inner component the switch could not be set effectively in all three positions. No further preventive or corrective actions are deemed necessary at this time.